Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. Evaluation summary: as the product has not been received, a review of the device could not be performed. Photos and x-rays were returned for review. However, surgical notes were not provided; therefore it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. The exact cause for revision cannot be determined with certainty. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the patient was revised for loosening.